Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a poly exchange surgery was performed due to infection.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Products were sterilized according to sterilization release documentation from quality control. A review of the complaint history records shows no complaints for the same failure mode, with the same batch numbers. The only clinical records provided are the primary tkr operative notes. It was communicated that there are no further clinical records available and that it is unclear whether infection was present. Based on the information provided and reviewed, a thorough clinical assessment cannot be performed at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.